Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Multiple requests for additional details regarding this event (i.e., medical records) have been performed; however, no additional information has been provided. The subject device is also unavailable for evaluation as the it remains implanted in the patient. Therefore, the reported event could not be confirmed. There is currently insufficient information to determine the root cause of this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any additional information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of five (5) years, five (5) months, due to stenosis. The tavr was performed successfully with a 26mm 9750tfx transcatheter valve. The patient was doing good. No additional information has been provided.

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of five (5) years, five (5) months, due to severe stenosis, thickened leaflets with decreased leaflet excursion. The patient presented with renal failure and nyha ii. The tavr was performed successfully with a 26mm 9750tfx transcatheter valve. The patient was reported to be doing good and in a stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated h6 clinical code by adding code-2041.

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Updated b5, b7 updated d4 expiration date updated h4 device manufacturer date updated h6 clinical code updated h6 device code(s) by adding code-2921 updated h6 type of investigation by adding code-3331 and code-4112 h11: corrected data: corrected h6 investigation findings by replacing code-3221 with code-180 corrected h6 investigation conclusions by replacing code-4315 with code-50

Event description:
It was reported that a patient with a 25mm 3300tfx pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of five (5) years, five (5) months, due to severe stenosis, thickened leaflets with decreased leaflet excursion. The patient presented with congestive heart failure nyha class ii. The tavr was performed successfully with a 26mm 9750tfx transcatheter valve. The patient was reported to be doing good and in a stable condition.